Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device would not release the attachment during a biomedical check. The speed reducer would not connect all the way on the motor, would not run or come off the motor. No injuries were reported to have occurred, however, it is unknown if medical intervention occurred. The date of the event is unknown. There was no add'l info provided.